Event description:
(B)(4). I was having a short of breath, turn out I have asthma. I was having diarrhea, vomiting, bloating, headaches and some other small things. I now have gerd (acid reflux disease). I kept having tingly numb feelings in my legs, arms, feet. Doctor says it was the medicines. I had unexplained headache and migraine. My periods is now every 1 1/2- 2 weeks apart. I constantly have yeast and bladder infection. I went into ER for a very bad uti. I was burst into rash once a year.